Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf803.19.

Event description:
It was reported by the nurse that liquid leakage occurred during the period of preflushing for inspecting the integrity of catheter, and the catheter was not used. Re-placement was conducted with a new groshong PICC catheter. There was no harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat2188 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by the nurse that liquid leakage occurred during the period of preflushing for inspecting the integrity of catheter, and the catheter was not used. Re-placement was conducted with a new groshong PICC catheter. There was no harm to the patient.